Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Likely low viral low due to testing patients well after after onset of symptoms. The customer modified their initial study and achieved better correlation with pcr. Root cause: could not duplicate with retains; likely below lod. Source: email.

Event description:
Reported false negative sars result. The customer communicated the result was confirmed positive by molecular (pcr testing). Patient recently admitted into hospital tested positive 24 hours prior to testing.